Event description:
The customer reported that after a needle electrode had been inserted into the pt and the generator turned on, smoke was observed coming out from the generator during self-test. The generator was immediately turned off. Another generator was used to proceed with and complete the radio frequency ablation procedure.

Manufacturer narrative:
(B) (4). The incident device has been received and is under eval. When the device eval is completed, a follow-up report will be submitted.